Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse could not duplicate the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that one of the universal surgical manipulators (usm) moved with no instrument installed. When the customer removed the instrument from the usm, it pushed against them. The procedure was completed with no report of patient injury.